Event description:
As reported by field clinical specialist, during a valve in native mac with a lampoon, the physician ordered +3cc with the 26mm sapien3 ultra (s3u) via transeptal approach. The valve was initially implanted in 10:90 (atrial:ventricular). It was then noted the valve was migrating more atrial so it post-dilated with +2 cc. The valve continued to migrate more atrial. A second 26mm s3u valve prepped with +5cc. While positioning the second valve and pulling back the flex catheter, the first valve embolized into left atrium. Second valve removed without being implanted/expanded. The physician ordered a 29mm sapien 3 (s3) with +4 and the valve was implanted in the mitral valve and remained stable. After deployment, the patient developed lvot obstruction and gradients 40+ across aortic valve. The patient was converted to open heart surgery. The 29mm s3 was removed and a surgical mitral valve was implanted with good result.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-06800. The valve was not returned for evaluation, as there was no device malfunction. Lvot obstruction in patients who undergo transcatheter mitral valve replacement is a well-recognized postoperative complication. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the valve into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral-aortic angle, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Obstruction of the left ventricular outflow tract can also be caused by patient factors (anterior mitral leaflet protruding into the lvot) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive as the exact cause of the obstruction is unknown but could be related to the mechanism described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.